Event description:
It was reported that the customer accidentally over bolused and was hospitalized with severe hypoglycemia. The mother stated that she forgot to set the lock keypad feature. The customer was playing with the buttons and was able to program an easy bolus. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.